Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During support, the device exhibited flow saturation. The physician decided to explant the device and replace it with a new impella cp. The patient survived the procedure.

Manufacturer narrative:
The investigation has been completed for the reported issue of saturated flow. The device was not received for evaluation. Returned data logs (attached) show the pump operating within specification for the first 40 minutes of support. Suddenly, there is a large jump in motor current and a slight drop in motor speed, which immediately causes saturated flow and a subsequent rise in purge pressure. Without the returned pump, the cause of the flow saturation cannot be determined. This report is being filed as part of a retrospective review of historical records.